Event description:
At time of balloon removal, the physician noted that the stomach was empty and an x-ray confirmed there were no balloons or blockages. The patient reported not seeing blue/green urine nor experiencing pain. Per the office coordinator, the patient left town due to a family emergency and missed the scheduled 6 month removal appointment. The site sent letters in september and october with no reply. At the 8th month mark the patient contacted the site to set the removal appointment for (B)(6) 2017. The balloon was not surgically removed as the patient had passed it without consequence.